Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the noise was from the right ventricular port when connected at implant. The ipg was disconnected and cleaned but the same issue reoccurred. The ipg was removed and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise from the header of the implantable pulse generator (ipg) during the implant procedure. The status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.